Event description:
It was reported a patient presented for an implant procedure on (B)(6) 2022. During procedure, the implantable cardioverter-defibrillator (ICD) showed high capture threshold and far r oversensing. After repositioning the atrial lead to obtain normal parameters, the physician could not engage the set screw back into the header. The ICD was successfully replaced to complete the operation. Post-procedure the patient was stable.

Manufacturer narrative:
The reported event of an obstruction in the right atrial lead bore was confirmed. Upon receipt the atrial contact spring was observed to have been dislodged inside the lead bore, which is believed to have caused the reported event of sensing and capture anomaly.

Manufacturer narrative:
The reported event of an obstruction in the right atrial lead bore was confirmed. Upon receipt the atrial contact spring was observed to have been dislodged inside the lead bore, which is believed to have caused the reported event of sensing and capture anomaly.